Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event.

Event description:
Philips initially received a complaint on the mx40 1.4 ghz smart hopping device indicating that the device would not pass the self-test. The device was sent to philips bench. During evaluation at bench repair the issue of the speaker not functioning was discovered. There was no audio. The device was not in use on a patient at the time of the event. The repair facility technician (rft) replaced the device speaker. The device was operational after repairs were completed and returned to the customer.